Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report sensor issues. Customer mother reported that she removed the sensor and there was no electrode. Customer's blood glucose reading was 108 mg/dl. Replacement product is being sent.